Manufacturer narrative:
On (B)(6) 2020, biosense webster inc. Received additional information about the patient and the event. It was reported that the patient was male. No medical intervention was required. No subjective symptoms and patient¿s condition remains unchanged. There was no report of extended hospitalization. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 30380110m identified no internal actions related to the reported complaint condition. Still no device has been received for analysis, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered phrenic nerve injury requiring no intervention. Phrenic nerve paralysis occurred when electrical current was applied at 20w while providing high frequency stimulation (hfs) pacing with thermocool® smart touch® sf bi-directional navigation catheter at superior vena cava (svc) isolation. The patient had no subjective symptoms and was followed up. There was no report of extended hospitalization. Physician¿s causality opinion was not provided. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available in the future; the reportability decision will be reassessed.